Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported sores on his back under the ECG electrodes. The sores were described as itchy, burning, oozing with discharge, and bleeding. There is no alleged device malfunction. The patient did seek medical intervention but the physician did not prescribe a treatment plan. Follow-up indicated that the condition of the sores remained unchanged without improvement.